Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model # icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model # icv1209 perceval heart valve at the time of manufacture and release. The manufacturer attempted to retrieve further information regarding the patient's annulus size and conditions, but was informed that further information in this regards will not be provided. Based on the information available, supra epic 21 mm was implanted in the patient instead of perceval 23 mm. Comparison of the labeled sizes of these two valves is suggesting the oversizing as a possible root cause of the reported event. Furthermore, from the document review performed, no manufacturing deficiencies were identified. As such, the root cause of the reported event is attributed to unintended use error. Should further information become available in the future, the manufacturer will provide a follow up report.

Event description:
On (B)(6) 2022, patient received a perceval sutureless aortic heart valve pvs23. After de-clamp, pvl was observed around the non coronary side. The device was explanted and epic supra 21mm was implanted. No device malfunction was identified. 60 minutes was added to the cross-clamp time as a result of the event. Reportedly, patient remained stable throughout the delay in the procedure and recovered. As reported, there was no abnormal geometries in the patient's annulus. Device position was confirmed after placed and there was no issue. After de-clamp, pvl was observed around the non coronary side. When observing the device after re-clamp, it was confirmed that the device popped up. As such, it was decided to explant the device and replace it with epic supra 21mm.